Manufacturer narrative:
(B)(4). D10: 163669 32mm mod head cocr std neck j7151573. G2:foreign: australia. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2024 - 00581. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was implanted with zimmer biomet products and had a revision surgery due to implant wear. Subsequently, the patient was revised a second time due to dislocation. The head and liner were exchanged.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this/these item(s) and the reported part and lot combination(s). Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: evaluation was unable correlate to allegation/revision at this time. Unable to confirm event as x-rays do not show dislocation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.